Manufacturer narrative:
This product is not marketed in the us claim# 712623

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6, -16 diopter, implantable collamer lens into the patients right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged for a longer length lens due to low vault. This exchange resolved the problem.

Manufacturer narrative:
Device evaluation: lens was returned in icro-centrifuge vial, with moisture on the lens. Visual inspection found no visible damage to lens. (B)(4).